Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was explanted due to unknown reasons. Nevro attempted to obtain additional information regarding the explant but was unsuccessful. There were no reports of device-related issues from the patient prior to the event.

Manufacturer narrative:
Follow-up indicated that the patient elected to have the device removed due to experiencing painful and undesired sensations while using the device. The symptoms resolved when the stimulation was lowered or turned off; however, the patient declined reprogramming of the device. There have been no reports of further complications. The manufacturing records were reviewed and no issues were found.